Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in emergency room due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of over 400 mg/dl. Insulin pump was failed. The customer did experienced the symptoms such as nausea and abdominal pain. The customer was treated by manual injection and insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.